Manufacturer narrative:
The ess performed the reprocessing in-service with the facility staff. All models were reviewed during the in-service listed in the products section of the users manuals. In service visit includes the cleaning and disinfecting information of scopes. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. To date, no patient infection was reported.

Event description:
During the in-service visit, the endoscopy support specialist (ess) was informed that during bedside cleaning the site facility staff (users) never flushed the auxiliary water channel at bedside with their current scopes that have the auxiliary water channel. The customer also conveyed that they have never performed the suction step during manual cleaning after the brushing step but before manual flushing. There was no patient infection reported on this report. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. The probable cause of the reported issue likely that the user did not reprocess the device correctly according to the IFU (instruction for use). Therefore, it is determined that the event was caused by not the device defect but the user¿s improper reprocessing of the device. As stated on the IFU and as a preventive measure: precleaning the endoscope and accessories". If the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. "Flush the auxiliary water channel" . These instructions are only applicable to endoscopes with auxiliary water feeding. The auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2). The auxiliary water inlet cap (maj-215) should remain attached to the endoscope at all times, including during reprocessing of the endoscope. However, when the endoscope is reprocessed in the aer/wd, follow the aer¿s/wd¿s instruction manual. The cap of the auxiliary water inlet is required to remain open during reprocessing. Olympus will continue to monitor complaints for this device.